Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information as received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome. The hcp reported that the patient¿s implantable neurostimulator was depleted and removed. They stated that the patient was experiencing pain in their buttocks and thought that the removal of the ins would help. It was noted that the ins was removed in 2015. However, the pain persisted following removal and is still present. The hcp stated that they are considering implanting another system. No further complications were reported or anticipated.